Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was performed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. In addition blood/body fluid was noted in the lead's lumen and throughout the helix mechanism. Analysis determined the helix functioned normally.

Event description:
Boston scientific received information that one day post implant, this right ventricular lead displayed increased threshold measurements. The sensing measurements had decreased. In addition, impedance measurements had increased. It was thought this lead had dislodged. A revision procedure was performed, this lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.